Manufacturer narrative:
The reagent lot number was 71888501 with an expiration date of 31-aug-2024. The field service engineer performed checks and adjustments of the sample probes and reagents. He found probe s2 was slightly misaligned in the sample pipetting position and the r1 reagent probe was off-center in the cuvette position. He performed an adjustment of the naoh detergent flow, which was too low. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen. 3 results from the cobas c513 analyzer. The initial result was 5.87%. On (B)(6) 2024, the repeat result was 5.17%. The questionable result was not reported outside of the laboratory. The repeat result was believed correct.